Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton. The reported intermittent image could not be confirmed; however, when the baton was connected to a test video monitor, the display would show green static on the display. Since the customer received a replacement, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.